Manufacturer narrative:
Approximate age of device - 1 month. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A direct correlation between the device and the patient¿s hemolysis could not be determined. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had hyperbilirubinemia and his lactate dehydrogenase (ldh) level was elevated, peaking at 3027 u/l, greater than twice the norm. A ramp study was performed and the results were within normal limits. The patient's plasma free hemoglobin level peaked at 8 mg/dl. The patient's hemolysis spontaneously resolved. No additional information was provided.